Manufacturer narrative:
Analysis was performed onsite service personnel which included testing of the affected device which has been alleged to be malfunctioned. The results of the analysis were that the blood pressure pump (nbp pump) needs to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective nbp pump. The issue was resolved by replacing the defective part and the product is back in service. The product remains at customer site. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting address state: (B)(6). D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the there is a problem with the non-invasive blood pressure measurement (nibp) and even after replacing tube and cuff the issue of incorrect nibp measurements persist. The device was in use on a patient. There was no report of patient or user harm.